Event description:
It was reported that, "doctor was trialing insert on baseplate and it broke."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.